Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled away from the cold jaw support. The peeled silicon insulation piece was not returned. Based on the returned condition of the device the reported complaint was confirmed for ¿insulation-peeled.¿ specific actions for this failure mode are being managed and documented in the maquet failure investigation report (fir).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cover came off jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Silicone cover came off jaw during procedure, piece was retrieved and case was completed without complications. A second device was opened to complete the case.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone cover came off jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Silicone cover came off jaw during procedure, piece was retrieved and case was completed without complications. A second device was opened to complete the case.